Event description:
Caller reported intermittent occlusion alarms. The customer¿s blood glucose level as in the 300's mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin administration.